Event description:
The customer states that the unit was getting hotter than it is locked in for - the customer let her sister use the unit, and it burned on her back.

Manufacturer narrative:
Awaiting product to be evaluated.